Event description:
Alaris IV pump tubing set was used to spike a new bottle of propofol. Upon inserting the tubing into the IV pump, it became apparent the tubing was leaking. Upon further investigation it was noted that the medication was leaking from just above the blue connector hub from the "hard tubing" into the "soft" tubing that runs through the pump. Manufacturer response for IV pump tubing, bd alaris pump infusion set (per site reporter). Event reported to bd via 800-323-9088. Email and mailing label received. Pr # (B)(4). Returned to manufacturer.